Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient's personal diabetes manager (pdm) would not turn on. No information was provided on treatment since the patient was currently in the ICU at the time of the report. The patient's husband had a back up pdm which he was taking to the patient at the hospital, at the time of reporting.